Manufacturer narrative:
(B)(4): physio-control evaluated the device and verified the reported failure. Due to depleted internal hlc batteries, the device will not power on and will not deliver therapy. It was observed that the charge-pak icon was illuminated due to the charge-pak expiring. The internal hlc batteries were fully depleted just over two months after the charge-pak icon was displayed. The device was not properly maintained as the charge-pak was never replaced during the 2 years when the icons were visible.

Event description:
It was reported that the device displayed all three (attention, charge-pak and wrench) icons. This is indicative of a device that will not power on. There was no patient use associated with the reported failure.